Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said stimulation doesn't feel right; they were feeling stimulation in their right heal. Patient further said it feels like the skin inside is pulling or tearing and they've never felt this before. No troubleshooting could occur at the time of the call due to lack of access to product; they didn't have their patient programmer (pp) with them. As a result of what was reported, the patient was advised to decrease stimulation or turn it off and see if they still experience this sensation. The patient was also instructed to follow up with their healthcare provider (hcp). The event was considered a sudden change in therapy/symptoms. No further patient complications have been reported as a result of this event.